Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing was observed via remote transmission. Programming changes were discussed. The patient will continue to be monitored with routine follow-up.

Event description:
New information received notes when patient was brought into clinic, the oversensing was reproduced with coughing, but was unable to be reproduced with isometrics. Programming changes were made and resolved the oversensing.